Event description:
Additional information received from the hcp reported that there were no abnormal impedance measurements. The ins pocket was revised due to pain, and the patient did not require hospitalization.

Manufacturer narrative:
Lead: model 3889-28, lot# v802377, implanted: 2011 (B)(4), explanted: programmer: model 3037, serial# (B)(4). (B)(4).

Event description:
The patient underwent a revision surgery about an hour ago due to the ins moving around and it caused him pain. He was not able to adjust stimulation. The "call you doctor" icon displayed. A power on reset occurred (por). Additional information has been requested.